Event description:
Rn hanging opdivo, bag with tubing from the pharmacy, attached it to the primary line. Line infused without problem, then upon 14 cc infused, pump alarmed proximal occlusion. Had to change out primary line.